Event description:
The patient is implanted with two leads from the same lot. It was reported the patient is not receiving effective stimulation. Lead diagnostics revealed the multiple high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.